Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the homechoice (hc) machine during the dwell state. The technical service representative (tsr) assisted the home patient (hp) and informed the hp of the error's meaning. The tsr assisted the hp to clear the alarm. The hp will call the nurse for instructions on how to complete therapy. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient made her aware of the alarm. The nurse stated the patient stated she left an unused line unclamped. The patient has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.